Manufacturer narrative:
The returned device was evaluated and the formed needle was not fully retracted when the pod was returned. Upon opening, the needle retracted to the proper position. No damage was found on the needle mechanism assembly that would cause this problem, so the reported event could not be determined. Both a kink and hole were found on the soft cannula where the tip of the formed needle had been. Although damage was found, the timing and cause are unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17, checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 412 mg/dl. The patient treated the hyperglycemia with an insulin pen and by applying a new pod. The pod was worn between 4 and 24 hours on the abdomen.